Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera colonovideoscope, having air/water leakage issue. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It¿s unknown if air/water nozzle was flushed with air/water. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle and flushed with detergent solution. The air/water nozzle was wiped/brushed with clean lint free brush/cloth/sponges. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on connecting tube, water tightness lost, nozzle had foreign objects, due to damage on up/down knob, water tightness lost, distal end scratched, objective lens discolored, flexibility adjustment ring scratched, right/left knob scratched, up/down knob scratched, lock engagement lever/knob scratched, switch 1 worn, indication on scope connector peeled, scope connector scratched/corroded, protector of universal cord on control section side discolored, protector of universal cord on scope connector side discolored, universal cord scratched, grip scratched, control unit discolored, control unit scratched, due to clogging of nozzle, water removal ability/air supply volume did not meet the standard value, adhesive on angle rubber chipped, due to wear of angle wire, the play of up/down knob out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube wrinkled, and due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.